Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post implant x-ray examination and it was discovered that the right ventricular lead did not have enough slack. Patient presented for lead revision on the same day, on (B)(6) 2018. During the procedure, the set screw of the lead could not tighten as the thread became damaged and the wrench could not be entered straight. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.